Event description:
It was reported to philips that the system was unable to boot. The device was out of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the host pc was not powering on. To resolve the issue, the fse reconnected the cables, reseated the software hard disk, and corrected the host pc bios settings. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.